Event description:
It was reported that the patient experienced a hyperglycemic event with a reported highest blood glucose value of 280 mg/dl following a meal announcement that may not have matched actual intake. The patient had recently changed infusion supplies prior to the call and had not allowed sufficient time for insulin delivery before troubleshooting. No device alerts were reported. Symptoms included hyperglycemia. Outcomes included continued insulin delivery with blood glucose trending down during the call and returning to 115 mg/dl upon follow-up without need for external medical intervention. Investigation included communication with the patient and review of the information provided. Investigation of this case identified use-related factors associated with meal announcement behavior and timing of supply change, and no medical device malfunction or component failure was identified. It was concluded that the event was related to therapy management rather than device performance. If additional information becomes available, a supplemental MDR will be submitted.